Manufacturer narrative:
Additional information b5: medtronic received additional information that delta p increase exceeded 300 mmhg; the decision was made to exchange the oxygenator; weaning from the machine was performed under hemodynamically stable conditions; and the oxygenator was exchanged. Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood <(>&<)> gas flows) and the results are as follows. ¿ 143 mmhg blood side pressure drop. The reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Pli 10, and pli 20): medtronic received information that during use of the first fusion hollow fiber oxygenator, it was reported that the act (activated clotting time) before cpb (cardiopulmonary bypass) start 882. Cpb (cardiopulmonary bypass) started at full flow, direct delta p increase to 386 mmhg at 5.5 l/min and high pressures was observed on the first oxygenator (pli 10). Immediately the surgeon and anesthesiologist were both notified, as well as additional assessment by a second cardiac technician. A decision to control cpb (cardiopulmonary bypass) shutdown after 5 min was made, and subsequent oxygenator replacement. The patient was still hemodynamically stable at this point. After the replacement to the second oxygenator (pli 20) with complete venting and act (activated clotting time) control (816 sec), cpb (cardiopulmonary bypass) restarted at 11:57 a.m. Again there was another increase in delta p to approx. 200-220 mmhg and hemodynamic deterioration of the patient, despite 130% flow at the hlm (heart lung machine) (corresponds to 6.2 l/min). Administration of 20 mmol magnesium + crystalloid (jonosteril), followed by a brief decrease in delta p, but with a renewed increase to 210 mmhg. Biomed increased bolus administration of norepinephrine with map that could not be stabilized. Continued high catecholamine requirement, including bolus doses by anesthesia and kt at low map (approx. 30 mmhg) and nirs (near-infrared spectroscopy) drop, as well as multiple communication of the situation by anesthesia, cardio technician, and surgery. Additional check of hlm (heart lung machine) by flow measurement on arterial line (after dbt) with flows >5 l/min. Bga (blood gas analysis) and act (activated clotting time) closely monitored. After 10-15 min, slow hemodynamic stabilization to map around 55-60 mmhg with continued high catecholamine requirement (supra, norepinephrine, vasopressin, methylene blue), as well as decision to continue surgery. Cooling patient to 33.8°c. Decline of delta p to ¿normal values¿ in the further course, around 100-150 mmhg at a constant 6.2 l/flow. Nirs (near-infrared spectroscopy) also increased and stabilized at baseline value. Pupils checked by anesthesia and found to be normal. No significant increase in lactate, bga (blood gas analysis) balanced, act (activated clotting time) always > 1000 sec. After aorta open and filling of the ventricle and normothermia, good hemodynamic stabilization with map > 65, reduction of catecholamines, problem-free weaning patient from cpb. The device was replaced to complete the procedure. Medtronic received additional information that for the priming of the cpb (cardiopulmonary bypass): 1200 ml jonosteril, 10,000 iu heparin were used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the patient¿s temperature (measured via a urinary catheter) prior to cpb was 36.3 °c; the hypothermia machine was set to 36.5 °c. As previously mentioned, it was not possible to measure the blood temperature (venous and arterial). The hematocrit before cpb was 46.6% with an hb of 15.2 g/dl. After the start of cpb and oxygen exchange, it was 28.9% with an hb of 9.3 g/dl. Co2 was not actively insufflated. The gas flow varied between 2.9 and 4 l/min with set fio2 values between 63 and 80%. There were no external abnormalities observed. After replacing the oxygenator, customer attempted to flush it. This was not possible via the oxygenator inlet; no water passed through. The average arterial flow was initially 5.42 l/min; after the oxygenator change, it was 6.2 l/min medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the pre and post oxygenator temperatures were not measured. The patient's serum albumin level pre-bypass was not determined. The patient's pre-operative platelet count was 264 g/l. Correction d5 (oper of dev): this field has been updated. Correction h8 (usage of device): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.